Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female who underwent primary breast augmentation with a 225cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture post procedure. The patient visited the physician¿s office and received a medical diagnosis for the capsular contracture. As a result, bilateral prosthesis replacement with 325cc mentor memorygel breast implants was performed on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that the patient experienced left sided device malposition in addition to the right sided capsular contracture report initially. 1645337-2020-07469 relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).